Event description:
It was reported that during bench testing, after the user "process trach 2 to 3 times, the trach breaks right at the base of the shaft." Caller said that they were processing the trachs according to directions. No patient injury or adverse effects have been reported.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, or h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. D3, g1,2 email is: (B)(4). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.